Event description:
Customer states "phlebotomist" was drawing blood from a pt, using gloves, took off gloves to label tube and was placing tube into carrier when top popped off, splattering blood on phlebotomist hands. Skin on hand of phlebotomist is "flaky," contact made to non-intact skin. Reorder number and lot number are unknown. No samples available for evaluation.